Event description:
The hospital biomedical engineer reported the device backup battery was damaged when placing the battery back into the stand column. The battery slipped from the biomedical engineer's grip, slipped down and both the fuse holder and fuse on the battery pack broke. There was no patient involvement.